Event description:
On july 6, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was displaying an "error 2" message. The medical affairs specialist spoke to the pt on july 12, 2006, and listened to the original call taken by the customer care advocate (cca) to obtain/verify info. The pt developed symptoms of "sweating, nervousness, shakiness, and being unable to think" a few days before july 6, 2006. The pt decided to visit her diabetes clinic on july 6, 2006, since she did not know what was causing her low blood glucose symptoms. She was unable to recall what readings she had obtained during those few days but did remember getting an "error 2" message on a few occasions. The pt ate food to try and treat the symptoms. In the dr's office, the pt obtained a reading in the "70's" mg/dl using an unidentified device. She was given "glucose gel" and retested later in the office. She could not remember what reading was obtained but did mention that the treatment relieved her symptoms. This complaint is being reported due to the following conclusions: the pt had symptoms of low blood glucose, got the "error 2" message in a few instances and was unable to test, obtained a reading in the "70s" mg/dl in the dr's office, and was treated with "glucose gel." The pt's symptoms were relieved by the treatment. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluated it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.